Event description:
Caller reported experiencing cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided comprehensive guidance for a pump reset, and the caller was assisted through the reset process. Following the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.